Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate blood glucose alerts as intended. Additionally, it was reported the pump software did not suspend insulin delivery. There was no adverse impact to the customer's blood glucose level due to these reported issues. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.